Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 11 years 8 months post implant of ventralex mesh, patient was diagnosed with infection, fistula, abscess, adhesions, mesh migration and abdominal pain thereby, underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, fistula, adhesions, migration and pain as possible complications. In regard to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the mesh ¿ ventralex (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per information provided: (B)(6) 2005 - patient was diagnosed with incisional hernia (x2). Thereby, underwent open repair with the implant of two ventralex patches (device #1 & #2). Per operative notes, ¿two hernia defects were identified around the umbilicus. Therefore, two ventralex patches (device #1 & #2) were secured using sutures.¿ (B)(6) 2006 to (B)(6) 2006 - patient visited hospital for abdominal pain. (B)(6) 2017 to (B)(6) 2017 - patient was abdominal abscess at mesh site thereby underwent irrigation & debridement of abdominal wall abscess. (B)(6) 2017 - patient was diagnosed with chronically infected abdominal wall mesh with enterocutaneous fistula involving small bowel loop thereby underwent repair with the removal of infected mesh & small bowel resection. Per operative notes, ¿a wad of infected mesh that was densely adherent and this was dissected free. The bowel was dissected free from this area and bowel clamps placed.¿ attorney alleges that the patient had abscess, adhesion, obstruction, perforations, bowel removal, fistula, infection, pain and suffering. It is also alleged that patient 's stomach grow through the mesh implant and had to have a part of his stomach surgically removed, he no longer has a belly button as a result of this.